Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The patient reported blood glucose results of "19.9 mmol/l, 11.1 mmol/ and 7.3 mmol/l" with the lifescan meter, performed within 10 minutes of each ohter. The meter, test strips and control solution were replaced.